Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that medications being pended to the server were not making it to the queue. A technical support specialist (tss) logged into the server and attempted to restart the external messaging service. It was stuck in a stopping state and only came back online after a reboot. The tss asked for assistance from the product support specialist for guidance on the issue and requested iest to restart the services on the carefusion coordination engine. Pended medications began crossing after the carefusion coordination engine was restarted. The issue was confirmed as resolved with the customer. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: UDI and manufacturer date not available

Event description:
It was reported by the customer that a bd pyxis¿ es server had a medication that were being pended to the server were not showing on the queue. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.